Manufacturer narrative:
(B)(4). The lot number and sample are not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510k number will not be provided in the MDR as the product code and lot number are unknown. The devices involved in the incident were unknown.

Manufacturer narrative:
(B)(4). A check patient line alarm was reported. In this case, the device functioned as designed to mitigate the presence of air in the patient line. The root cause of air in the patient line was not confirmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case report received through baxter's afterhours call service on (B)(6) 2011 from a female patient ((B)(6)), who attends the (B)(6). The homechoice machine sounded a check patient line alarm during I-drain. The patient was connected to the machine. Technical service representative (tsr) explained alarm. Caregiver (cg) stated the line was full of air. Technical service representative (tsr) explained possible air lock. Tsr ended therapy so cg could start over with new supplies. No clinical consequences for the patient were reported.